Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The ultra 360 patient positioning system loaner unit (a2009p) was reported to be loose during surgery. There was pt contact. Pt age and gender were unk. Type of surgery was for a posterior cervical fusion. The problem was described as the locking handle on the base did not tighten adequately. The product was decided not to be used. There was no pt injury. Pt outcome was "not impacted by the loose mayfield frame".